Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/6/2020. Attempts to obtain the following information has been performed and the following was received. If the further details are received at a later date a supplemental medwatch will be sent. The drain in the body was removed by making a small incision by reoperation. The patient is still hospitalized, although not due to the drain. The surgeon commented ¿the drain was probably sewn¿.

Manufacturer narrative:
Product complaint # (B)(4). H6 patient code: 3189 - surgical intervention.

Manufacturer narrative:
Product complaint # (B)(4). Attempts to obtain the following information has been performed and the following was received. If the further details are received at a later date a supplemental medwatch will be sent. Was the broken drain removed from the patient? No further information is available. If yes, was the patient taken back to the operating room to remove the broken drain surgically? No further information is available. If not already removed, are there any plans in place to remove the drain from the patient?no further information is available. What is the current condition of the patient? No further information is available. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a high tibial osteotomy on (B)(6) 2020 and a drain was used. The drain was placed at the joint capsule. When trying to remove the drain after the surgery, the surgeon felt that the drain was caught near the joint capsule. Then, it was torn when he applied force to it. He commented as follow.; while suturing the joint capsule during the surgery, it was likely that the drain was sutured with the joint capsule. The lot number is unknown. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/8/2020. Correction: d2, d2b, g1, g2, g5.